Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, there was a possibility that the phenomenon which pointed out likely occurred due to buckling the needle tube compressively in the operating part. The causes of compression buckling might be as follows. The tube was coiled in inspection of operation. The slider was abruptly pushed. The above device handling has warned in the instruction manual as follows. Straighten out the instrument before inspecting it. The instrument can be damaged if it is coiled while the handle is operated. Operate the slider slowly, otherwise the tube could buckle.

Manufacturer narrative:
The subject device referenced in this report was not returned to olympus for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
We received the following report. When the user prepared to do a submucosal injection, the user found that the subject device became clogged and was unable to use properly. The user exchanged the subject device for another device. There was no patient injury reported. This is the report regarding the failure of the injection.